Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of myopotentials. Corrective programming changes were recommended but were not yet reported to have been made. The patient was stable throughout.

Event description:
New information received notes that a new instance of myopotentials over-sensing was noted. No further intervention or adverse patient consequences were reported.